Event description:
It was reported that during cataract surgery with cataractous lens removal, the intraocular lens was implanted and the physician had difficulty releasing the haptics from the optic. It was noted the zonulae were loose and a capsular tension ring was inserted. After several attempts, the haptics released from the optic. At one day post operative, the patient presented with a vitreous prolapse and an anterior vitrectomy was performed. The following day, an additional intervention was done to remove a vitreous strand observed in the anterior chamber.

Manufacturer narrative:
Device remains implanted. The relationship between the device and the loose zonules is undeterminable. As a result of additional reports received for haptics adhering to the lens optic after insertion abbott medical optics initiated a voluntary limited recall of the amo tecnis 1-piece intraocular lens with certain expiration dates. Device remains implanted